Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('intense pain after device insertion'), device dislocation ('no evidence of metalic device in the fallopian tube') and hydrosalpinx ('discreet hydrosalpinx') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), hydrosalpinx (seriousness criterion medically significant) and adenomyosis ("focal adenomyosis in utero-tubal portion of fallopian tube"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed. The reporter considered adenomyosis, device dislocation, hydrosalpinx and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: right and left fallopian tubes report. Right tube: spiral shape metallic device seen inside fallopian tube; fallopian tube tissue with edema and vasoconstriction. Focal adenomyosis in utero-tubal portion of fallopian tube. Left tube: discreet hydrosalpinx presenting with inflammation process, edema and vasoconstriction. Findings of uterine leiomyoma. No evidence of metallic device in the fallopian tube.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('intense pain after device insertion'), device dislocation ('no evidence of metalic device in the fallopian tube') and hydrosalpinx ('discret hydrosalpinx') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), hydrosalpinx (seriousness criterion medically significant) and adenomyosis ("focal adenomyosis in utero-tubal portion of fallopian tube"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed. The reporter considered adenomyosis, device dislocation, hydrosalpinx and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: right and left fallopian tubes report. Right tube: spiral shape metallic device seen inside fallopian tube; fallopian tube tissue with edema and vasoconstriction. Focal adenomyosis in utero-tubal portion of fallopian tube. Left tube: discreet hydrosalpinx presenting with inflammation process, edema and vasoconstriction. Findings of uterine leiomyoma. No evidence of metallic device in the fallopian tube.. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.